Event description:
On 6/16/98 during a vaginal hysterectomy procedure, the patient incurred a burn to the abdomen where a fold of skin made contact with the thigh, in close proximation of the return electrode also located on the thigh. The customer does not think that the pad contributed to the burn since there were no marks on the pad. The burn was very white in color and was excised by a plastic surgeon. The generator was used on monoploar, 25 coag and 35 cut. During the procedure, there was no indication that the pad had lifted or the the generator needed the power increased. The pads are not ordered by the hospital and they are not sure where they came from. The incident pad and esu are both being returned for evaluation.